Event description:
Event description cpi received information that a patient implanted with an endotak transvenous defibrillation lead (0095), was removed from service due to oversensing. They replaced the lead with an tined endocardial lead (0013).